Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. During troubleshooting with tandem technical support it was discovered the occlusion was due to the improper seating of cartridge and debris at pneumatic tap area, instructed customer to remove cartridge, clear and clean area, change supplies as needed.